Event description:
The customer reported that pump serial number (B)(4) has system error 105 alarms. There was no patient injury reported. No further info was available.

Manufacturer narrative:
Manufacturer ref no,: (B)(4). The device has been rec'd by baxter for evaluation. At this time, the evaluation is not complete. A supplemental will be submitted once the investigation is complete.